Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary:the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We had an incident earlier resulting in the attune tibial impactor tip breaking into two pieces whilst being used, without great force or improper use, to implant the prosthesis.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.